Event description:
Related manufacturer report number: 2017865-2023-05165. It was reported during routine generator exchange that the atrial and right ventricular leads exhibited insulation damage. Both leads were successfully repaired and will continue to be monitored. The atrial lead was reported to have exhibited amplitude variation and oversensing due to noise that resulted inappropriate mode switch. The patient was stable and asymptomatic.